Event description:
It was reported through an anonymous post-market clinical follow up survey, that during a stent placement, there were occurrences of bleeding, hematoma, cholangitis and perforation. The current status of patient (s) is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Based on the information available and as no samples were returned, the investigation of the reported issues is closed with inconclusive result. A definitive root cause for the reported issues could not be determined. Labeling review: in reviewing the current labeling it was found that the instructions for use potential adverse events associated with the use of the bard e-luminexx biliary stent were found addressed. E.g. Bleeding, cholangitis, cholecystitis or duodenal perforation. Preparation of the stent delivery system, stent placement including use of various deployment methods as well as use of applicable accessories and pre and post dilation are properly addressed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through an anonymous post-market clinical follow up survey, that during a stent placement, there were occurrences of bleeding, hematoma, cholangitis and perforation. The current status of patient (s) is unknown.